Event description:
Pico set was initiated on (B)(6) 2014. The second dressing change was (B)(6) 2014 monday. Upon removal of first dressing it was noted that the pump was not sounding. The pump was still showing "green light". Battery was removed and replaced. No suction activity was noted and pump was still showing "green light".